Manufacturer narrative:
As per dealer observations, the sling and lift are in good condition, and worked as intended. The incident appears to be a user error. One caregiver was prying the retaining clips out of the hooks when removing the straps as opposed to depressing the clips and sliding the loops off. The retaining clips were not always repositioned properly for the next transfer. The instructions for use clearly specifies the way the safety flaps should be closed, and secured when using the lift. Also, with the kind of sling used (small quick fit tir-s), they were neglecting to cross the straps inside each other, allowing the patient to slip easily from the sling. The clients have been educated regarding the proper way to utilize the sling and how to attach and remove the straps from the lift. A follow-up was performed with the client by the dealer, and they reported that everything is working fine. There have been no other issues since the training has been conducted.

Event description:
The facility reports the client was seated in his wheelchair (sitting on the sling). When the caregiver hooked in the loops from the sling and raised the lift to put him in bed, the leg strap loop came up, flipped over the handle bar, and came off the lift. The client slid off the sling near the bed side. No injuries were reported.